Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient event of not feeling well and pd therapy on the liberty select cycler as the event occurred during treatment. However, there is no documentation in the complaint file to show a causal relationship between the event and the liberty select cycler. Additionally, the patient was diagnosed with failure to thrive and was noted as not being successful on pd therapy; therefore permanently placed on hemodialysis. There is no allegation of a machine malfunction or deficiency reported against the liberty select cycler for this event. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis patient was not feeling well and wanted to disconnect from treatment. Upon follow up the peritoneal dialysis registered nurse (pdrn) stated the patient was admitted to the hospital on (B)(6) 2018 with a diagnosis of failure to thrive. The patient was initially on hemodialysis (hd) and transitioned to peritoneal dialysis (pd) in (B)(6) 2018. A peritoneal equilibrium test (pet) was conducted and showed that the patient¿s pd therapy was not effective. The patient was discontinued on pd therapy and moved to hd permanently.